Event description:
The cine function failed to operate, thereby losing subtraction, road-mapping, or other critical vascular cine functions. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was evaluated and reformatted. The monitor cart boards were reseated. The system was tested and found to be working as intended and returned to service.